Event description:
Following intravenous administration of tissue plasminogen activator (tpa), successful mechanical thrombectomy of the left m2 middle cerebral artery (mca) occlusion was performed using the subject retrieval device. Complete revascularization of the right mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. Post procedure, all neurological symptoms were resolved. The patient was awake and alert. The next day post procedure, a new left basal ganglia/insular infarct and minor adjacent hemorrhagic change occurred; however, there was no significant neurological deficit. There was no treatment administered and four days post procedure, the adverse event was resolved. The patient was discharged home in stable condition with no significant disability able to be independent for daily activities. The physician stated that it is unknown if the adverse event related to the procedure or to the trevo device.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and stroke are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Following intravenous administration of tissue plasminogen activator (tpa), successful mechanical thrombectomy of the left m2 middle cerebral artery (mca) occlusion was performed using the subject retrieval device. Complete revascularization of the right mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. Post procedure all neurological symptoms were resolved. The patient was awake and alert. The next day post procedure, a new left basal ganglia/insular infarct and minor adjacent hemorrhagic change occurred; however, there was no significant neurological deficit. There was no treatment administered and four days post procedure, the adverse event was resolved. The patient was discharged home in stable condition with no significant disability able to be independent for daily activities. The physician stated that it is unknown if the adverse event related to the procedure or to the trevo device.

Manufacturer narrative:
The device is not available to the manufacturer.